Manufacturer narrative:
The customer reported that the frame of their alterra maxx universal bed appeared to be bending, with concern that the motor may have been causing the issue. Review of customer provided photographs confirmed that the head deck section of the bed was bent at the location where the head actuator is mounted. Further review and input from the account manager indicated that the motor damage occurred secondary to the bent bed frame rather than being the primary cause. The customer later clarified that the head actuator motor was damaged. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reported that the frame of their alterra maxx universal bed appeared to be bending, with concern that the motor may have been causing the issue. Review of customer provided photographs confirmed that the head deck section of the bed was bent at the location where the head actuator is mounted. Further review and input from the account manager indicated that the motor damage occurred secondary to the bent bed frame rather than being the primary cause. The customer later clarified that the head actuator motor was damaged.